Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set. It was further described as "the dark blue connector where the minicap is placed separated from the main body". This occurred after peritoneal dialysis therapy, when attempting to disconnect from the patient line. The connector was still attached to the tube. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted a female connector was separated from the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.